Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The instructions-for-use under baw2800736 rev. 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient on normothermia therapy since yesterday and arctic sun device just started alerting fluid delivery line (fdl) open. Water flow rate (wfr) was 0 l/m. 4 pads connected. Patient temperature (pt) was 36.3 c, targeted temperature (tt) was 36c. Walked through stop therapy, empty and disconnect pads. Verified fluid delivery line (fdl) secure and in lock position. Checked fluid delivery line (fdl) and no visible cracks or tears. Placed device in manual control at 35 c with no pads. After a couple of minutes, system diagnostics showed that the outlet monitor temperature (t1) was 19.6 c, outlet control temperature (t2) was 19.7 c, inlet temperature (t3) was 17.9 c, chiller temperature (t4) was 5.1 c, water flow rate (wfr) was 1.6 l/m , inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 43 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 2561.7 and pump hours were 725.1. Had add back pads while in manual control. After a couple of minutes, system diagnostics with pads showed that the water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -0.6 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 100 percentage. Disabled manual control and restarted therapy. Water flow rate (wfr) was 0 l/m. Advised to swap out pads and call back if additional assistance is needed. Per follow up information received via task on 02dec2024, spoke with charge nurse who confirmed pads were exchanged. Pads were size large and had been disposed of. This resolved the issue and therapy completed. Device has remained in service without repair.

Event description:
It was reported that the patient on normothermia therapy since yesterday and arctic sun device just started alerting fluid delivery line (fdl) open. Water flow rate (wfr) was 0 l/m. 4 pads connected. Patient temperature (pt) was 36.3c, targeted temperature (tt) was 36c. Walked through stop therapy, empty and disconnect pads. Verified fluid delivery line (fdl) secure and in lock position. Checked fluid delivery line (fdl) and no visible cracks or tears. Placed device in manual control at 35c with no pads. After a couple of minutes, system diagnostics showed that the outlet monitor temperature (t1) was 19.6c, outlet control temperature (t2) was 19.7c, inlet temperature (t3) was 17.9c, chiller temperature (t4) was 5.1c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 43 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 2561.7 and pump hours were 725.1. Had add back pads while in manual control. After a couple of minutes, system diagnostics with pads showed that the water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -0.6 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 100 percentage. Disabled manual control and restarted therapy. Water flow rate (wfr) was 0 l/m. Advised to swap out pads and call back if additional assistance is needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid.